Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Connection error between robot, gud and camera. Unable to resolve using back up ethernet and usb cables. Patient received spinal anaesthetic prior to error being noticed. The system passed all pre surgery checks. After initiating pka application mps received error message stating ¿rio and gud incompatible¿ followed by rio connection error. Bypass cables were connected and the and mps attempted to regain connection. After multiple attempts with intermittent results the decision was made with consultation with surgeon that it was not appropriate to continue with surgery. Update: >30mins delay. Pt had spinal. Case was eventually cancelled.

Manufacturer narrative:
Reported event: connection error between robot, gud and camera. Unable to resolve using back up ethernet and usb cables. Patient received spinal anaesthetic prior to error being noticed. The system passed all pre surgery checks. After initiating pka application mps received error message stating rio and gud incompatible followed by rio connection error. Bypass cables were connected and the and mps attempted to regain connection. After multiple attempts with intermittent results the decision was made with consultation with surgeon that it was not appropriate to continue with surgery. Device evaluation and results: (B)(4) could not be completed as the information was not provided. Three communication attempts were made with no response from the rep. Product history review: a review of device history records shows that on 01/20/16 1 device was inspected and 1 device was placed on: qt 15-12-0018, qt 16-01-0032. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the product was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Connection error between robot, gud and camera. Unable to resolve using back up ethernet and usb cables. Patient received spinal anaesthetic prior to error being noticed. The system passed all pre surgery checks. After initiating pka application mps received error message stating ¿rio and gud incompatible¿ followed by rio connection error. Bypass cables were connected and the and mps attempted to regain connection. After multiple attempts with intermittent results the decision was made with consultation with surgeon that it was not appropriate to continue with surgery. Update: > 30mins delay. Pt had spinal. Case was eventually cancelled.